Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the right atrial lead exhibited an impedance, capture and sensing issue. The lead dislodged 2 x's on the 3rd attempt the active fixation mechanism stopped working. The lead was not used and a new lead placed successfully.